Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she was trying to program a bolus, but the numbers kept scrolling upward. The customer's blood glucose was 227 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to the corroded keypad traces. No scrolling numbers or display anomaly was noted. The insulin pump was also received with a minor scratched display window, cracked reservoir tube lip, and cracked reservoir tube.